Event description:
It was reported that approximately fourteen weeks post-implant the patient experienced pocket swelling and a pocket infection. It was suspected that the patient removed the top stitch layer of the pocket site. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.